Event description:
A 91 year old pt was admitteed through hosp ER on 1/27/97, with a cold pulseless left lower extremity. From ER she was transported to radiology dept where she had arteriography, which documented severe arteriosclerosis in all of her vessels distal to femoral artery, and a thrombus in tibial artery. She was treated with intravenous urokinase and circulation returned briefly. After the urokinase was discontinued, the lower extremity returned to its original status. The decision was made to take her to operating room where she underwent a thrombectomy of tibial artery using local anesthesia only. This went well and blood flow returned to extremity. The morning of the 28th around 8:00 am, the pt again had a compromised left lower extermity. She was transported back to the radiology dept a second time for further eval. Radiologist performed arteriography using antegrade approach through a single puncture stick in superior femoral artery. The arteriogram revealed some residual thrombus distal to femoral artery, and, she was started on urokinase therapy which provided a good result with distal profusion to her leg. It is important to note, during arteriography pt was very unstable. She had periods of hypotension and emesis, and a decline on her blood count (the specific hematocrit or hemoglobin was not reported). Pt did receive one unit of blood during procedure, and her b/p stabilized. Adjunct therapy using heparin with urokinase was started in radiology dept. Because of the thrombolytic therapy and her frail health, radiologist elected to use a device to close femoral artery, he stated he did not have any problems with sheath exchange, locating artery, confirming anchor had been deployed, or tamping collagen. However, radiologist and a radiology assistant stated there were problems achieving hemostasis. Time frame is unclear, but between 20 to 40 minutes of manual compression were required after tamper tube and tension spring were in place. Pt was transported to intensive care unit where tension spring and tamper tube were removed. Suture was cut and puncture site covered. Puncture track was said to be dry. There was no evidence of hematoma or oozing according to radiologist. Pt was very stable except for a brief time late afternoon or early evening when she complained of some vague lower abdominal discomfort. Apparently work ups by medical staff were unremarkable and, therefore, no further analysis was requested. Pathologist later revealed that a blood count was taken at this time, and aside from changes which could be related to urokinase therapy, there was no significant drop in her blood count. Pt remained on bed rest up to time of her cardiac arrest, which was of acute onset and fatal. She was pronounced dead at approx 1:00 am 1/29/97. Pathologist reported cause of death as exsanguination with cardiac arrest. Based upon preliminary investigation, pathologist has stated that he does not believe device was responsible for pt's late bleed or death.